Manufacturer narrative:
Corrected data: medical device problem code updated from 3283 - wireless communication problem to 2017 - improper or incorrect procedure or method to reflect additional information received.

Event description:
It was reported that the patient's ipg became inoperable after the patient stopped charging the device.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient's ipg became inoperable. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.